Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in 2017 and mesh was implanted, due to sui. It was reported that after the surgery the patient experienced pelvic pain, urinary tract infections, vaginal bleeding and scarring, painful sexual intercourse, neuro-muscular problems and incontinence. No additional information was provided.